Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a lot of liquid was found in the pump pocket and at the connector directly after the surgery. The catheter was explanted. There was a lot of liquid in the bag of the pump and at the connector in the back directly after the operation. The patient was in the hospital. It was stated that "he feels good." The medication being delivered via the device was lioresal.